Manufacturer narrative:
Result: foot board. Conclusion: replacement foot board sent.

Event description:
It was reported by service report that the footboard would not power up. No pt involvement or adverse consequences are reported.